Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 56 mg/dl, however, manual blood glucose (bg) values were not provided. Customer consumed carbohydrates to address bg values. Customer was taken to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with a bg value of 720 mg/dl. This level of inaccuracy does present significant medical risk according to the parkes error grid. Customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies.